Event description:
A customer contacted beckman coulter inc. (Bci) and reported a leak from the hydro at the bottom of the waste sump canister in unicel dxc 600 pro synchron clinical system. Customer reseated the connection, but it is still leaking. No injury was reported on this issue.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse inspected the instrument and found valve v2 sticking open causing wash solution the fse replaced v2 and no additional leaking is noted. Hardware is the root cause for this event.